Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000475, lot/serial #: none h3) the mobile view station (mvs) interface cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The cable had been tested. The cable passed continuity test. It was installed into a known functional system. When trying to take 2d or 3d images, frame rate error would appear. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a spinal procedure. It was reported that there was an error on the mobile view station (mvs) when attempting to take 2d and 3d images. The 2d error was about frame rate but they could still view the images. The error did not allow them to proceed with 3d scans. There was a reported delay of less than one hour and no reported impact to patient outcome. Imaging and navigation communication verified. Navigation camera can see patient reference and tracker. Imaging xray batteries seem to be fine. Error occurs with both hand switch and foot switch. Distributor engineer arrived on site after few hours. Bypassing umbilical between pleora and mvs computer clears error.